Event description:
It has been reported to the company that the occlusion balloon deflated during the case. The device was inserted into the saphenous vein graft and the balloon was inflated to 5mm to occlude the vessel, it held pressure, removed from the adapter and noticed the occlusion balloon was slowly leaking. Delivered a stent, put the wire back into the adapter and tried to reinflate, and the same event occurred. Delivered a second stent, did not aspirate. Removed device and administered nacardiopine, and flow was fine.